Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: there might have been product use that was incongruent with IFU and sizing recommendations due to: a small, short, angulated, conical neck, and the calcified bifurcation. These findings might have contributed to this complaint. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon investigation findings, the root cause could not be conclusively determined; however, patient's anatomy might have been factors.

Event description:
It was reported that approximately 11 months post implant of a bifurcated device, and two infrarenal aortic extensions, an endoleak was identified via a computed tomography scan. The leak was coming from distal of the left limb. The physician opted to treat the endoleak with a limb extension. An angio was performed, and the limb extension addressed the distal endoleak, however there was still a leak in the distal aorta. It appeared that the leak was coming from above the bifurcation of the graft. Therefore, the physician elected to implant an infrarenal aortic extension lining the original main body down to the bifurcation. The aortic extension was delivered and the bottom stent was behind endoskeleton in main body. The physician placed a palmaz stent in distal aortic extension and was able to mold aortic extension out to main body. Another angio was performed, and an endoleak still presented. The decision was made to place a new main body and once this was placed a final angio was shot and leak was gone. The patient tolerated the procedure well.